Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes - additional information, device evaluation. Additional information, device evaluation based on the device analysis and event description, the report of mvp incomplete open was confirmed. As returned, the outer diameter (od) of the implant was found to be less than specifications for an unused device. Clotted blood found on the od and ID of the deformed/explanted plug membrane is suspected to have prevented the membrane from returning to its full, unwrinkled form. However, the condition and diameter of the explanted mvp device was sufficient to allow for full expansion of the implant to the reported diameter of the target vessel and would not be consistent with an in-vivo observation of incomplete open. Preparation factors such as not continuously flushing the catheter with saline solution may have contributed to this observation. Not providing a continuous flush may result in retained contrast within the delivery catheter lumen during device advancement and placement. Exposure of the mvp to such retained contrast will coat the constrained mvp membrane with contrast and can impede the delivered mvp membrane from quickly opening and thus diminish the immediate occlusion. The reported information further provides evidence that the user may have prematurely released the implant. The mvp instructions for use (IFU) states, "in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between a) access sheath and guide catheter, b) microcatheter/ catheter and guide catheter, and c) microcatheter/catheter and guidewire and mvp system. If the device position is unsatisfactory: stabilize the delivery wire and advance the microcatheter/catheter distally until the mvp device is recaptured within the catheter. Reposition and deploy the device, or remove the device from the patient.¿ from device analysis, the report of mvp migration could not be confirmed. Applicable photographs (relevant to the complaint) were not provided for analysis. During the analysis, holes were found on the membrane cover and the proximal marker of the plug was found to be bent. The cause for these damages could not be conclusively determined, however, it is likely that this observed damage resulted from interaction with unspecified removal tools, i.e. Snares, graspers, guides, etc., as this damage is not expected from delivery. The mvp device was being used for treatment of a surgical shunt involving the pulmonary artery in which this device is not indicated for use. Per the mvp IFU, "the reverse medical corporation mvp micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. The safety and effectiveness of the mvp system has not been established for cardiac uses (e.g., cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closure) and neurologic uses." In addition, the vessel diameter was not appropriate for the mvp-7q. The mvp IFU states, "the recommended vessel diameter for mvp-7q is 5.0 ¿ 7.0 mm.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for irregularities and damages during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal plug portion of the mvp-7 was returned for analysis. The proximal pushwire was not returned for analysis. The proximal marker was found to be bent. The plug was found to be not fully opened. Two holes in the membrane cover were found at the proximal end of the plug. The od of the plug was measured at room temperature and found not to be within specification. The plug was then soaked in warm water for 10 minutes and the od was re-measured and found not to be within specification. Device evaluation is ongoing. A follow-up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report of mvp-7q migration after implantation. The patient was undergoing implantation of the mvp-7q to close a surgical shunt. The mvp-7q was implanted in the right pulmonary artery. Artery diameter was 3.5mm and lesion length was 20mm. The vessel was straight. The devices were prepared as indicated in the IFU and no issues were identified during preparation. It was reported that a continuous flush was not possible through the microcatheter. It was reported that during placement, the delivery wire and mvp were advanced until the distal platinum marker was aligned with the catheter distal marker band. The mvp was deployed by maintaining forward pressure on the delivery wire. The mvp unsheathed by pulling the catheter back slowly. The mvp was noted to be underexpanded, but was still implanted in the patient. It was noted that the mvp advanced a few mm at release. The device embolized the pulmonary artery a few hours later. The mvp was retrieved and the vessel was occluded with a new device.